Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to resolve the issue by reloading the original cartridge upon instruction but was unsuccessful. Technical support guided the customer to fill and load a new cartridge using the proper technique, which eventually allowed the caller to successfully resume insulin delivery with the pump.